Manufacturer narrative:
The returned programmer was analyzed, passed all tests performed, and exhibited normal device characteristics. Field observation of a display failure, in which half of the screen was not lit and not functioning was not confirmed through return product testing. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Follow up report 1 (correction): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this integrated programmer while interrogating and lead threshold testing one half of the screen went black and the other half was kind of frozen. It was suspected to be related to the software that was not eliciting the pacemaker-based application on the screen. Technical services (ts) recommended return of programmer for repair. No adverse patient effects were reported. This programmer was already returned to boston scientific.

Event description:
It was reported that this integrated programmer while interrogating and lead threshold testing one half of the screen went black and the other half was kind of frozen. Technical services (ts) recommended return of programmer for repair. No adverse patient effects were reported. This programmer is expected to be returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this integrated programmer while interrogating and lead threshold testing one half of the screen went black and the other half was kind of frozen. It was suspected to be related to the software that was not eliciting the pacemaker-based application on the screen. Technical services (ts) recommended return of programmer for repair. No adverse patient effects were reported. This programmer is expected to be returned to boston scientific.